Event description:
It was reported that t:slim x2 pump battery would not charge even when caller used tandem charging cable and wall adapter, and charging connection remained unstable and not recognized despite trying different outlets, adapters, and cables with no visible damage to the usb port. There was no reported impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed caller to place malfunctioning pump in storage mode before return, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return defective pump within 10 days using provided prepaid label, which caller understood and acknowledged.